Manufacturer narrative:
Brand name- cook spectrum minocycline/rifampin impregnated triple lumen central venous catheter set. This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
The complainant reported that the guide wire could not be placed smoothly and it could not be used again because it was deformed. It was also noted that the wire elongated. No adverse effects to the patient were reported as a result of this product problem.